Event description:
It was reported that during a robotic prostatectomy procedure the device was leaking through the entire case when the 5mm devices were inserted into the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.